Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) pressure waveform disappear (bp signal absent). No harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and connected to the trainer for verification. Bp signal was good and normal. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.